Manufacturer narrative:
H.6. Investigation summary the complaint investigation for discrepant result compare to biogx assay kit when using the bd max sars-cov-2 reagents kit ref# (B)(4) lot 0099447 was performed by the review of the manufacturing records, analysis of the customer¿s data, retention material testing and verification of complaints history. Review of the manufacturing records indicated that the qc results were compliant. The customer complained for one positive on 445003, very low, very late, potentially close to the lod, but resulted as negative when using the 444213 product. Analysis of the customer data indicated that the opposite was obtained: one positive on 444213, very low, very late, potentially close to the lod, but resulted as negative when using the 445003 product. Analysis of the customer data indicated that sample 069 was tested twice with the bd max sars-cov-2 assay and gave a negative result twice. Analysis of the pcr curves revealed no anomaly and no amplification of the n1 target. According to the customer, for one of the samples, the sample type was utm but the brand was unknown. As described in the bd sars cov-2 reagents package inserts, only the utm from copan was validated and using another brand is off label use. The results obtained suggest that sample 069 was a low positive, at the limit of detection (lod) of both assays. Indeed, results from the biogx assay are late and could explain why the bd sars cov-2 assay did not detect it. Retention material was tested and the results were all valid, with normal amplification curves. There is no complaint trend for discrepant result for the bd max sars-cov-2 reagents kit lot 0099447. The root cause for the discrepant result was not identified however the most probable cause is sample below or at the limit of detection of the bd max sars-cov-2 reagents kit. Bd cannot confirm the complaint based on the investigation performed. There is no element indicating a bd max sars-cov-2 product issue. No corrective and preventive action (CAPA) was initiated at this time. Bd quality will continue to monitor for trends.

Event description:
The customer reported that while using kit bdmax sars-cov-2 reagents they obtained discrepant results. The customer compared runs on 2 different assays with the same samples and found discrepant results between them. There was no indication that results were reported out or patient treatment changed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
The customer reported that while using kit bdmax sars-cov-2 reagents they obtained discrepant results. The customer compared runs on 2 different assays with the same samples and found discrepant results between them. There was no indication that results were reported out or patient treatment changed.